Manufacturer narrative:
Patient identifier, age or date of birth, and weight not available for reporting. Additional product code: hwc. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a procedure for a distal radius fracture on (B)(6) 2017, the variable angle (va) locking screw would not lock into the second distal hole of the 2.4 mm titanium variable angle locking compression plate (va lcp) 2 column distal radius plate using a va drill sleeve. Surgeon changed the insertion direction of the va drill sleeve and tried to insert a new screw into the same hole but was not successful. Surgeon then attempted to insert the screw into a proximal hole of the plate and was able to successfully tighten it. Surgery was completed with a delay of approximately 2 minutes. No adverse consequence to the patient was reported. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This supplement 1 was inadvertently marked in error and submitted as supplement 2. Resending supplemental information with correct follow up report number. A device history record review was performed for the subject device part number: 04.111.531s, synthes lot number: l470852. Release to warehouse date: 11jul2017. Expiry date: 01jul2027. Manufacturing site: mezzovico. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record review was performed for the subject device part number: 04.111.531s, synthes lot number: l470852. Release to warehouse date: 11.jul.2017. Expiry date: 01.jul.2027. Manufacturing site: (B)(4). No non conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.